Event description:
It was reported that during a selenia procedure on (B)(6) 2023 the c-arm rotated by itself without any command. No patient injury or staff reported. A field engineer examined the equipment and determined that they could not duplicate the problem but they found that the switch that controls the c-arm rotation was binding and it replaced it. The system met the manufacturer´s specifications. No other information is available.